Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received inappropriate anti tachycardia pacing and shocks and therapy was exhausted. It was noted that following one of the shocks, there was rate escalation which was suspected to be due to the patient being agitated. A boston scientific technical services consultant reviewed the data and stated the rhythm did not appear to be ventricular tachycardia. The consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported.